Event description:
Patient was seen for novasure endometrial ablation. The endometrial ablation novasure device was placed into the endometrial cavity. It was measured at 4.5cm cavity depth as well as at 2.5cm cavity width. The cavity test was performed and the device was unable to pass the cavity test, possibly indicating a breech in the uterine wall. Unsuccessful, despite multiple attempts. The device was removed and the hysteroscope was placed again. On the posterior fundal wall there appeared to be an area where it may have been a perforation of the uterus. It was not bleeding and hemostasis occurred. This was felt to be the reason the endometrial novasure device was unable to pass cavity test.